Event description:
It was reported that the right ventricular lead exhibited pacing impedance anomaly. The lead was capped on (B)(6) 2017. No patient symptoms were reported. No other information was available.